Event description:
On 12/22/1997 the account reported a discrepant result of <12.0 mg/l for valproic acid, which was run on the axsym analyzer. The sample was collected in a clot tube with a serum gel separator and was run in an aliquot tube. An initial result of 0.0 mg/l was given by the analyzer. Per lab protocol, the sample was retested giving 7.0 mg/l; a result of <12 mg/l was reported. The result was questioned by the physician and the sample was retested again, giving 86 mg/l. No treatment was given based upon the first reported result.